Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and a deflection issue occurred. The deflection of the catheter was not good enough. The catheter was replaced with a similar product, and the procedure was completed successfully without any patient consequence. This event was assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2015 the bwi failure analysis lab discovered the shaft was broken about 3cm proximal of electrode #6 leaving internal wires exposed. This is indicative of a reportable event as the damage could cause potentially cause a serious injury to the patient. Upon request additional information was received. There was no difficulty in withdrawing the catheter. The returned catheter condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back. A st. Jude medical sheath was used during the procedure. The awareness date for this record is february 13, 2015 because that is the date the returned product condition was discovered.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch unidirectional catheter and a deflection issue occurred. The returned device was visually inspected upon receipt and it was found that shaft was broken about 3cm proximal of electrode #6 leaving internal wires exposed which is why this event was reported to the FDA. A scanning electron microscope (sem) test was performed in order to identify the type of damage of the catheter. Results showed that the body presented evidence of elongations only on the ruptured section of the body. These elongations observed could be related to an application of a force that induced a plastic deformation until rupture. Also the separated wire presented evidence of ductile dimples that can suggests pulling / stretching events. This condition was not originally reported on the complaint. Further information received stated that physical damage of the catheter was not noticed by the customer; therefore it is likely the damage occurred when the catheter was shipped to bwi. An internal corrective action was created to address the thermocool smart touch broken shaft issue. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Due to the exposed wires, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Per the deflection issue reported the catheter was tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar was slid down from its place. An internal corrective action was created to address the t bar issue. The customer complaint has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).